Event description:
It was reported that this right atrial (ra) lead and the right ventricular (rv) lead had multiple stored episodes containing noise with oversensing. It was noted that the rv was in unipolar, and this ra was in bipolar. Impedances were within normal limits. The patient is not pacer dependent, and it was noted that they slept on their side. Possible lead-on-lead or subclavian crush may be developing. This lead remains in service. No adverse patient effects were reported. Additional information received approximately three years later reported a decrease in impedance measurements and continued oversensed noise on both this right atrial (ra) lead and the right ventricular (rv) lead. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. This pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).